Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the meter has not been completed in regards to the alleged "error 2" issue; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The test strips were also returned to lifescan and testing. The alleged "error 2" complaint could not be confirmed or duplicated with testing of the test strips. However, a secondary issue was found with the test strips where on performance testing with control solution the results were found to fail high.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging an "error 2" issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an "error 2" issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.